Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # 4633010000-2022-8005. No product or photo was returned by the customer. The customer complaint of air bubbles and a separation between the pump segment and back check valve could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 22015044 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 05jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air bubbles in the line. The following information was provided by the initial reporter: "it was reported by the customer that the line was full of air bubbles throughout the infusion causing the smart pump to alarm every couple minutes. "